Event description:
Account reported that the jaw of the clamp fractured off while in use on the pt's aorta. The broken clamp was replaced with another clamp. There was no pt injury as a result of the event.